Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the spinal cord stimulation (scs) leads had migrated. The patient underwent a scs replacement procedure wherein an MRI compatible device was implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6)/(B)(6). Batch: 18650678/2000016728.